Manufacturer narrative:
Initial MDR 3005580113-2019-00714 was inadvertently sent listing the incorrect manufacturer. Follow up 1 MDR 3005580113-2019-00714 has been sent listing the proper manufacturer as a correction.

Event description:
According to a medical advisor's input: ''patient¿s esophageal fistula was healed and migrated stents caused some stent-induced ulcerations and granulation tissue formation"

Manufacturer narrative:
Common name and pro-code "unknown." (B)(4).

Event description:
According to the initial reporter, "we then performed tandem stenting above the les. Then chose two fully covered evolution stents, 10 cm and 8 cm in length. The distal stent was placed first and the second, or overlapping, stent was then placed inside the first stent to hold the first stent in place, minimizing the risk of distal migration of both stents. Two days later, the patient was started on an oral diet after a contrast esophagogram revealed no evidence of a leak or fistula. The patient was discharged home. Due to patient¿s non-compliance, she was lost to follow-up until 12 months later. She denied any weight loss, abdominal pain, nausea or vomiting. During upper endoscopy, the esophageal fistula had completely healed with granulation tissues at the mid esophagus and a granulation polyp at the ge junction. The overlapping stents had migrated into the descending duodenum and were seen to be impacted just distal to the duodenal sweep. This is the pyloric channel. Considering the evolution stent has a strong closure lasso, we decided to remove the stent endoscopically. The gastroscope is then advanced inside the stent. Using an endoscopic grasping device, the closure lasso of the stent is first grasped, and then pulled, into the endoscopic channel. The proximal flange of the stent collapsed and the conjoint stents were removed easily. Both stents appeared to be intact on ex vivo examination. Within the duodenum, there are some stent-induced ulcerations and granulation tissue formation."